Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 10-may-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed to be already detached from the unit and it was not returned for evaluation. The delivery wire was returned in good condition. The introducer was not returned for evaluation. The delivery wire was inspected under the microscope. No abnormalities were found (i.e., no kinks, bends, or fractures). The issue reported regarding the stent being impeded in the microcatheter could not be evaluated through functional testing because the enterprise system was returned with incomplete components. The complaint documented that the stent was impeded in the middle part of the microcatheter, and the microcatheter was not replaced, therefore, it is not likely that the stent became detached inside the microcatheter; this may occur during the withdrawal of the delivery system where force may be inadvertently applied resulting in the stent damage. However, with the lack of returned components, this remains only speculative. Other factors not described within the information provided may have contributed to the issue encountered. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The issue regarding a stent unable to be retracted into the introducer sheath and that the stent body was kinked / bent could neither be evaluated since the stent was not returned for investigation. The stent and the introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7123201. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available or reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7123201. The history record indicates this product was final inspection tested at (B)(6) medical, and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2023, treating a patient who was suffering from an aneurysm on the m1 segment of the left middle cerebral artery (mca). The physician opened the guide catheter packaging for an envoy distal access (da) 6f, 105cm mpd (67125805d / 30478287) for inspection and noted that the catheter was compressed / flattened. A new catheter was used to establish vascular access. After the microcatheter (unspecified brand) was placed in the target position, the complaint stent, a 4mm x 23mm enterprise 2 (encr402312 / 7123201) was delivered into the microcatheter. It was reported that the stent was impeded at about 60 cm in the microcatheter and could not be further advanced. After several attempts, the stent was still impeded in the microcatheter. The physician retracted the stent and replaced with to complete the procedure. It was reported that the stent was unable to be retracted into the introducer sheath and the stent body was kinked / bent. The microcatheter was not replaced. There was no negative patient impact reported. On (B)(6) 2023, additional information was received. The information indicated that the concomitant microcatheter used was a 150cm x 5cm prowler select plus (606s255x / 30954487). An adequate continuous flush had been maintained through the microcatheter. The microcatheter was not removed when the physician retracted the stent for replacement (no loss of target position). The same microcatheter was used with the replacement stent, another 4mm x 23mm enterprise 2 of the same catalog number (encr402312), to complete the procedure. The replacement guide catheter was another envoy da (67125805d). There was no clinically significant delay in the procedure as a result of the reported issue.